Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones. The tones were determined to be due to a single low, out of range pace impedance measurement in relation to the right atrial (ra) lead. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that no tests have been performed to determine the cause of the out of range measurement. There were no programming changes made. The patient will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the pacing impedance on this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) was now low and out-of-range at less than 200 ohms about half the time. Additionally, there was noise and oversensing noted on the ra lead that resulted in an inappropriate mode switch. A routine change out for the crt-d was needed due to normal battery depletion. During the device change out, the ra lead was surgically abandoned and replaced as well. The crt-d was explanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the pacing impedance on this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) was now low and out-of-range at less than 200 ohms about half the time. Additionally, there was noise and oversensing noted on the ra lead that resulted in an inappropriate mode switch. A routine change out for the crt-d was needed due to normal battery depletion. During the device change out, the ra lead was surgically abandoned and replaced as well. The crt-d was explanted. No additional adverse patient effects were reported.